Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service 052 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: a review of the black box and alarm history showed call service 052 alarms. The pump powered on with no alarms. The pump was exercised for 24 hours and no call service alarms were received. Unrelated to the original complaint, moisture was observed in the display. A crack in the pump case was found near the top right corner of the display. A leak test was performed and failed due to the crack in the case. The pump was opened to find moisture damage on the printed circuit board. (B)(4).